Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported during a cholecystectomy da vinci-assisted surgical procedure the wire of the permanent cautery hook (pch) was protruding from the tip of an instrument and did not feel safe using it. No fragments fell into the patient. The procedure was successfully completed robotically without conversion. A different permanent cautery hook was used as a backup instrument. No injury to the patient was reported.